Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but the investigation window does not reflect the alleged device. Confirmation of the reported event of an issue with the transmitter battery could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an issue with the transmitter battery occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.